Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 106x12cm ekos endovascular device was visually inspected. The infusion catheter (ic) showed that the inner wire was sticking out at 7cm from the tip. Measurements of the length of the catheter revealed that the ic was stretched, and the catheter measured 112.5cm which was out of specification. The device was tested using a syringe filled with water to flush the line. During the line flush the shaft of the ic leaked at 7cm from the tip.

Event description:
Reportable based on device analysis completed on 24may2024. The returned device evaluation revealed there was a pinhole and leak in the infusion catheter. This ekos endovascular device, 106x12cm was returned with no field allegations.